Event description:
Country of complaint: (B)(6). Thread detaches from the needle while suturing. The doctor received 2 boxes of the product. This defect occurred with several threads out of those 2 boxes.

Manufacturer narrative:
U.s. Agent notified on: (B)(4) 2013. Manufacturing site evaluation: samples received: 21 unopened units. Reviewed the batch manufacturing record, this product had a normal process and results during the process. There are no units in OEM stock. There are no previous complaints of this code/batch. We have tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. The complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.